Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The customer reported "system error unable to load", however review of the history log shows customer observed error code 105 on last date of use. The device was found out of specification in relation to the system error 105, which was observed during power up. System error 105 was confirmed and caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump had a "system error unable to load". It was also reported there was no patient injury.